Manufacturer narrative:
The initial report occurred on 08/18/2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Onsite investigation discovered that the polaris spectra system control unit (scu) cable caused the reported event. Replacement of the cable resolved the issue. No further issues were reported. Analysis of the returned cable confirmed physical damage as the cable had been crushed at one point cutting the cable jacket open and damaging the internal wires. No bare conductors have been exposed. A continuity test revealed opens for pins 8 and 9. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that they launched the spine application on the newly installed navigation system, the camera was constantly cycling and wouldn't connect. There was no patient present when this issue was identified.